Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2016-11-28 reporting that the event had been reported to the manufacturer representative by the health care professional (hcp) during the case. It was clarified that the extension with the damaged sheath was still implanted in the patient. The patient did not have compromised coverage after surgery. It was reported that the case would be re-evaluated during the patient¿s post-operative appointment on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that there was an extension issue. The manufacturer representative reported that during the implantable neurostimulator (ins) replacement when trying to cut a suture the extension sheath was nicked. The manufacturer representative was asking about concerns surrounding exposed wire. The manufacturer representative stated that the impedances were reading normal now. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.